Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the system is not switching on. There was no reported patient involvement.

Manufacturer narrative:
It was reported the patient did not recharge the ipg as recommended. In turn, the device became inoperable. As such, the patient underwent surgical intervention 30 march 2018, wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.